Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. There was no pt involvement. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse performed a calibration and the issue was resolved. The unit passed extended self testing.